Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache, sinus issue, breathing issue, nasal irritation. The device was returned, and manufacturer could not confirm particles in air path during device evaluation and unit scrapped. There was no report of serious or permanent harm or injury.